Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patient experienced corneal edema of mild to moderate severity following cataract surgery with intraocular implantation. The patient also experienced mild corneal opacity. The corneal edema persisted for approximately five days and showed progressive improvement with the prescribed corticosteroid therapy. There was an initial postoperative reduction in best corrected visual acuity (bcva) of more than two lines. No surgical intervention was required. Current patient outcome is recovered. It was also reported that three ophthalmic handpieces, each with a different serial number, were used on different patients, and it was not known which of the three handpieces was used on which patient. This report pertains to one of the three handpieces suspected of having been used on third of the seven patients reported by the same facility.